Event description:
It was reported that a pt sustained a four-inch blister on the upper leg after a mr hips exam using a torso coil. The pt had no metallic implants and was padded between the legs and also against the bore. Additionally, there was no conductive material in contact with the pt. During the exam which lasted for 28 mins, the pt experienced discomfort but did not use the squeeze ball to alert the technologist monitoring the scan. At the end of the exam, the technologist observed a reddened area on the upper leg following the pt's complaint of discomfort. The affected area was covered with a cold wet cloth and treated as if it was sunburn. Later, the reddened area reportedly turned into the blister. The pulse sequences used for the exam were cor t2 fse, cor fast stirr, ax t1 se, cor t1 se, ax fast stirr, ax t2 fse. Six series were used with the following durations: loc =51sec, lon t1=3.38min, axt1=3.53min, cort2=3.12min, cor stirr=3.50min, ax t2=3.52min, ax stirr=5.02min.

Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt's air cooling plus the mr scanner error log); surface coils / accessories: (surface coil / ECG checks); system / image quality: (system level testing to check for system failures); patient monitoring: (pt alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications.